Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 434 mg/dl and at the time of incident it was 455 mg/dl, current blood glucose is 330 mg/dl. It was also reported that the at 2:25am blood glucose of customer was 465 mg/dl and at 4 am it was 435 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.